Event description:
Additional information was received. It was reported that the imprecision was noted to be less than one millimeter.

Manufacturer narrative:
A4) patient weight noted be an approximation as the value was reported to be under 250lbs. H3) the logs and archive from the reported event were returned for evaluation. However, the logs and archive contained insufficient information to determine the relationship of the software to the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A potential cause of the issue was due to the tracking cable was kicked and broke during the case.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4), ubd, UDI#. A medtronic representative went to the site to test the equipment. The system was serviced in the field and the system performed as intended, passed and checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a cranial resection procedure. It was reported that the representative called to report some registration difficulties they had during a case. They registered the patient and were accurate. When they draped, they noticed they were inaccurate superficially (unknown how much). They went under the drape and added more touch points and saw that the accuracy was a little better. The surgeon proceeded for a little bit and then decided they wanted to switch to using a skull mounted patient tracker. The representative said that they would have to re-register and they were okay with that. They tried to re-register and the probe was going "in and out" while trying to register. The surgeon wanted to abort navigation at this point. The surgeon was able to successfully finish the case. The representative called this in after the fact and no troubleshooting was able to be performed. No impact to the patient.